Event description:
According to the facility, there was moisture and residue inside the syringe.

Manufacturer narrative:
According to the facility, there was moisture and residue inside the syringe. Per the facility, "the moisture was noticed as soon as the knee pack was opened so this syringe was not used in the case and set aside right away. There was no patient contact at all." No additional information at this time. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Updated h3: device evaluated by manufacturer, updated h6: investigation findings (c), updated h6: investigation conclusions (d).